Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2017 from a consumer with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the patient stated that they took the refill equipment out of her managing health care provider¿s (hcp) office and put it in the hospital, so now the patient had to go to the hospital for refills. The patient stated she didn¿t have insurance, and they were charging her (B)(6). The patient stated she didn¿t have that. The patient stated on (B)(6) 2017, her pump started to alarm. The patient stated she saw the hcp last week, and he refilled the pump with saline. The patient was calling to see if the manufacturer had assistance to help pay for medication. No patient symptoms/complications were reported. Additional information received from a manufacturer representative on (B)(6) 2017 reported that the patient's insurance had lapsed and they could not afford to pay the co-pays, so the hcp put saline in the pump and set the pump to minimum rate until the patient could get insurance. The rep believed that the pump alarm was the result of a low reservoir volume. It was noted that no symptoms appeared to be related to the low reservoir volume, but that the patient overall "cries a lot" and is emotional. The rep speculated that this might be the result of a psychological issue. The rep also reported that the patient had missed several follow-up appointments, one of which the patient missed due to being in (B)(6). According to the rep, the patient did have a refill scheduled, which the patient was not present for and subsequently did not show up for 2 weeks following the missed appointment.

Event description:
Additional information received from the hcp reported they didn¿t know the patient¿s weight as they were out of the state.